Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event?- not known. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify- during handling prior to use on patient. Please provide the source or title of external person providing answers to follow-up: (B)(6). Kindly confirm device return status.- already received at mentioned address. H3. Evaluation: the product was returned to eth for evaluation. Visual inspection revealed that one empty winding former and one suture in several pieces outside the foil packet were received for analysis. Product code. Upon visual inspection of the returned sample, it was noted that the suture was broken in several pieces since the process of degradation began. This condition likely cause the needle to be detached from the suture. In addition, the needle was not returned for evaluation. The foil packet was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unkown procedure on an unknown date in 2026. The needle disconnected from thread, during handling prior to use on patient. No adverse patient consequences reported. Additional information has been requested.